Event description:
It was reported by service report that the scale was inaccurate. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cell sensors had to be replaced. Load cell sensor cables had to be replaced.